Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The ostial lesion being treated was located in the heavily calcified right coronary artery (rca). The physician attempted to place a 3.50x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. As the physician was bringing the stent out of the proximal end of the guide catheter, the stent came off of the stent delivery system. The physician was able to snare the stent. Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.